Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that rotator cuff suture by arthroscopy an expressew iii needle broke when passing the tissue and when placing a 4.75mm healix advance knotless br anchor, it fractured in the middle of the route. Fragments of the implant were generated and remain inside the patient. The complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [54285] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an rotator cuff suture by arthroscopy procedure an expressew iii needle broke when passing the tissue and when placing a 4.75mm healix advance knotless br anchor (222330), it fractured in the middle of the route. Fragments of the implant were generated and remain inside the patient. A fragment of reference (B)(4) remains which is absorbable. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The needle was received and evaluated. Visual observation confirms that the tip of the needle is broken. A manufacturing record evaluation was performed for the finished device [54285] number, and no non-conformances were identified. The possible root cause for the needle broken tip can be attributed when repeatedly passing the needle through excess tissue causes the needle to fatigue and break; also, the gun possibly has seen heavy use and repeated cleaning/ sterilization cycles this can lead to a stuck condition. However, it cannot be conclusively affirmed. As per IFU- 110114 (expressew iii flexible suture passer), if too much force is used to grasp tissue, passage of the needle and suture will be impeded. Also, if the needle is not fully retracted, it will be difficult to remove from the tissue. Also, it is necessary to follow the instructions of the expressew gun to avoid any damage, the recommendation of the proper condition during the sterilization and maintenance due to the device require special attention during cleaning. It is important that during the maintenance; between uses, lubricate moving parts with a water-soluble lubricant. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during a rotator cuff suture by arthroscopy. There was no surgical delay. Another like device was used to complete the procedure. There were no fragments generated. Both the expresssew needle and the healix anchor broke. There was no additional surgical intervention to try to recover the broken fragment performed. The broken fragment remained inside the patient's body which is absorbable.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported via complaint submission tool that during an unknown procedure an expressew iii needle broke when passing the tissue and when placing a 4.75mm healix advance knotless br anchor, it fractured in the middle of the route. Fragments of the implant were generated and remain inside the patient. No surgical delay reported.